Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with infusion sets that she needed to get replaced. Customer states blood glucose level was over 500 mg/dl in the middle of the night. Customer states she did a long term insulin injection and a short term injection. Customer states they woke up with low blood glucose and took a long time to recover and then the next day did an infusion set change. The device was not returned.